Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 492 mg/dl. The customer stated that they had found a bent cannula. The customer changed their reservoir set and would like to return the reservoirs back for analysis. The customer did not have time to trouble shoot the issue at the time of the call. The customer was reminded not to change the set before calling so they can properly diagnose the issue through trouble shooting. No further information was provided.